Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) , 2009. According to the complainant, during the procedure after the nurse got the clip into the scope, the clip would not open or close. It stayed in the closed position the entire time. When the doctor went to pull the device out of the scope, it deployed into the pt. The clip is not attached to any tissue; it was left in the pt and will eventually pass. The case was completed with another of the same device with no harm to the pt. At the conclusion of the procedure, the pt's condition was reported to be "fine."

Manufacturer narrative:
(B)(4). Failure to open/close. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).